Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2021-02222, 3005168196-2021-02223, 3005168196-2021-02224.

Event description:
The patient was undergoing a coil embolization procedure in the left a1 segment of the anterior cerebral artery (aca) using penumbra smart coils (smart coil), a penumbra smart coil detachment handle (handle) and a non-penumbra microcatheter. It was noted that the patient¿s anatomy was very tortuous. During the procedure, the physician advanced a smart coil into the target vessel and attempted to detach it using the handle; however, the smart coil failed to detach. The physician then attempted to manually detach the smart coil, but was unsuccessful. Therefore, the smart coil was removed. It was reported that the same issue occurred with the next two smart coils. Therefore, the smart coils were also removed. The procedure was completed using other coils and the same microcatheter. There was no report of an adverse effect to the patient.